Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 17mm proximal of the weld site. The proximal section of j stiffener wire measures approx 70mm and has migrated down lead body approx 20mm proximal of weld site. Visual inspection under 30x magnification also indicates the proximal end of the approx 17mm portion of the j stiffener wire has abraded a hole in the outer polyurethane insulation approx 18mm proximal of the weld site. It appears that entire j stiffener wire was rec'd with all recorded measurements adding up to approx 87mm.